Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra guide catheter. During the procedure, the physician made two passes in the target location using the catrx. Subsequently, the physician noticed the catrx was kinked distally after removing the catrx from the guide catheter to see how the vessel looked under fluoroscopy. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.